Event description:
It was reported that while the physician was attempting to drive down the screw, the screw was binding to the k-wire which was being pushed down but would not purchase with the patient's bone. The k-wire was reported to have bent and could not be removed from the screw. The surgeon attributes the inability of the screw to engage to the tapering of the tip. Another set of screws was available to complete the procedure with a 90 minutes delay to completion. There was no patient injury reported.

Manufacturer narrative:
(B)(4). The incident in this report is associated with the devices reported in MFR report #s 1526439-2014-11263 and 1526439-2014-11267.